Manufacturer narrative:
The insulin pump received with intermittent button response due to esc, up arrow, and down arrow button are flat button dome. The connector was inspected and locked on lcd board. The insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 65 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive when pressed. Customer advised they dropped the insulin pump and it responds intermittently. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.